Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013. Inratio: 1.5. Lab: 3.3. Time between testing was reported as 10 minutes. Patient's therapeutic range is unknown.

Manufacturer narrative:
Investigation pending.